Event description:
It was reported the patient complained of swollen feet, dizziness, and pain. Patient also stated "feel every heart beat" and "heart rate is up to 111". Follow up with the physician's office revealed patient was not seen, but reported "everything resolved". Device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.